Event description:
It was reported that the patient had suffered several falls, subsequent to dbs system placement. The patient had swelling between the shoulder and elbow at the area of paresthesia in the patient's upper right arm. A tingling sensation had been detected in the right arm, which became worse with increased movement. The patient visited her physician (date of follow-up was not provided). The device was not reprogrammed and surgery was not anticipated. The patient indicated that product issues were on-going. She also reported she had experienced light shocks that happened infrequently and were attributed to the implanted system. The patient's status was reported as fair. Additional information has been requested from the physician.